Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples of one patient tested with the elecsys ft4 iii assay and tsh elecsys e2g 300 v2. The measurement unit was requested but not provided. The first serum sample initially resulted in a tsh value of 0.03 and the repeated result was 1.97. The first serum sample initially resulted in an ft4 value lower than 0.04 (without alarm) and the repeated result was 1.19. The second serum sample initially resulted in an ft4 value lower than 0.04 (without alarm) and the repeated result was 0.98. The lot number and expiration date for both tsh and ft4 reagents were requested, but not provided. It was asked, but it is not known if any incorrect results were reported outside of the laboratory.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the data provided, a clear root cause could not be identified. Neither a general instrument or reagent issue was identified. The investigation did not identify a product problem.